Event description:
The customer reported to an olympus field service engineer (fse) that the image disappeared and the subject device displayed an e396 (light guide detection failed) error code, an e226 (scope communication failed) error code, and an e117(life of optical module) error code. The reported issues were observed during an unspecified procedure. The subject device was used in combination with another device (model unknown). Reportedly, there was no impact on the intended procedure. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event but no additional information was provided. This report is being submitted for the reportable malfunction of image loss.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to an olympus service center for evaluation. However, the error logs were sent for review. Error logs review revealed that the reported error codes (e396, e226, e117) occurred once on (B)(6) 2023 but image loss was not confirmed. It was also confirmed from the logs review that bf-p190 and bf-uc180f were connected on (B)(6) 2023 and bf-h1100 was connected on (B)(6) 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although the scope used at the time the image loss occurred is unknown, the error log shows that bf-p190, bf-uc180f, and bf-h1100 were connected near the date of occurrence, so it is possible that the image loss occurred when one of these scopes was connected. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.